Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-06247. It was reported that following a fall, the patient experienced ineffective therapy. X-ray imaging revealed migration of 1 lead and high impedances on the other lead. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that one lead migrated and one lead was fractured. Surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.